Manufacturer narrative:
Additional information: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified continu-flo solution set had a cut or hole in tubing that was approximately 0.5 inches long resulting in fluid spraying out. The issue was noticed upon priming the set with a bag of lactated ringer's (lr) solution. The device was replaced to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.